Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmia, right heart failure, respiratory failure, and renal dysfunction could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s infection could not be conclusively determined through this evaluation. The account reported that the patient was found to be in atrial fibrillation on (B)(6) 2021. The arrhythmia reportedly was not sustained, and the patient regained normal sinus rhythm. The patient was found to be in significant right heart failure on (B)(6) 2021 following a blood pressure support medication wean and was placed back on blood pressure support medication. The patient was subsequently intubated. On (B)(6) 2021, the patient was found to have an acute kidney injury (aki) requiring dialysis. The patient had further occurrence of ventricular tachycardia during intubation resulting in implantable cardiac defibrillator shocks, which returned the patient to normal sinus rhythm. The patient was also found to have an infection. The patient was empirically treated for septic shock secondary to pneumonia. The events reportedly resolved, and the patient remains ongoing on ventricular assist device (vad) support. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia, right heart failure, respiratory failure, renal dysfunction, infection, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU and the heartmate 3 lvas patient handbook provide care instructions in reference to preventing infection. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Review of the device history records showed no deviations from manufacturing and quality assurance specifications. The implant kit was shipped to the customer on 20jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found to be in atrial fibrillation (afib) on an electrocardiogram (EKG). The patient has remained on antiarrhythmics due to history of afib. The patient was admitted for dobutamine wean. When the patient was weaned, he was found to be in significant right heart failure (rhf) and was immediately placed back on dobutamine. The patient became anuric needing sustained low-efficiency dialysis (sled) therapy. The patient was also placed on inhaled nitric oxide, levophed vasopressin and has required intubation for respiratory distress. The patient had acute kidney injury (aki) requiring dialysis when he had no history of renal failure. The patient flipped into ventricular tachycardia (vt) required automatic implantable cardioverter defibrillator (aicd) firing and external defibrillation once. These were successful in returning the patient to normal sinus rhythm. The patient's treatment included cardioversion. The patient was also reintubated less than 14 days post-operation for respiratory failure. The patient was empirically treated with antibiotics for septic shock secondary to pneumonia.